Event description:
It was reported that an infusor had leaked during infusion. The device was filled with an unknown chemotherapy drug. There was patient involvement, however there was no adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation of the sample did not identify any nonconformances. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of a leak could not be confirmed. Visual examination of the sample showed no signs of leakage. A leak test showed no signs of leakage on any part of the device. Therefore the cause could not be identified, as no evidence of product malfunction was observed. No other observations were noted on the unit. If additional relevant information is obtained, a follow-up will be submitted.